Manufacturer narrative:
The patent's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Illuminate pivotal: patient ID # (B)(6). During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Although the cause of death is unrelated to the study device, death is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, a stellarex catheter was used to treat the target lesion of the right distal sfa and popliteal p3. Approximately 53 months post index procedure, the patient expired at a convalescent facility due to unknown cause on (B)(6) 2020. The physician indicated this is not related to the study device or procedure.